Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of pump load sequence, even after using more than 30 units of insulin and observing a ball of insulin at the end of cartridge pigtail. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use room temperature insulin, replace tubing, remain disconnected from infusion site, and repeat fill tubing step, and technical support guided customer through filling and loading new cartridge, but issue persisted, so call was transferred for escalated troubleshooting and four replacement cartridges were approved and shipped overnight, with plan for customer to call back to repeat load sequence with advanced support.